Manufacturer narrative:
(B)(4). The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a user facility report from the intermacs registry indicating that after approx 22 months of support on the lvad, the hospital exchanged the pt's pump due to suspected pump thrombus.